Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: (B)(4), model: sc-1132, serial: (B)(4), batch: 20645827.

Event description:
It was reported that the patient was experiencing pain and burning sensation in posterior neck. It was also reported that the patient was not getting any relief and was experiencing unpleasant stimulation when stimulation was on. It was noted that the patients leads had migrated. The patient underwent an explant procedure. The explanted ipg and linear lead were not returned.